Event description:
While the pt was being monitored on telemetry, they developed episodes of ventricular tachycardia at two different intervals within 3 minutes of each other. The last episode resulted in asystole. The telemetry transmitter pagers failed to alarm and notify the primary nurse and other nursing staff that the pt had an abnormal heart rhythm.